Manufacturer narrative:
(B)(4).

Event description:
Received info the battery has reached normal end of life/end of service. While doing device interrogation MFR's rep found high impedances >4000 ohms on some bipolar pairs. It was recommended the rep increase the default test values and re-run impedances. Testing at the higher range may not be possible with the current eol status. Add'l info has been requested and if received, a follow up report will be sent.